Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed but the exact cause remains unknown. Two x-ray photo samples were returned for investigation. The reported device in use is a powerpicc provena catheter; however, the exact configuration is unknown since a photo of the device and product information were not provided. The first x-ray sample is annotated, ¿provena kinked in the arm (end-on view)¿. The x-ray appears to show the catheter line in use. An arrow is pointing at a darkened spot on the catheter line. The length prior to and after the darker spot are not aligned which indicates that a kink may be present. The second x-ray sample is annotated, ¿here is the same arm after we rewired to the powerpicc. Granted, it is a tortuous path, but the powerpicc could do it while the provena could not.¿ the x-ray sample appears to show a different powerpicc device in use without kinks present. Since a kink appeared to be present in the first x-ray sample provided, the complaint is confirmed but the exact cause could not be determined. The product IFU precautions state,¿ avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the provena PICC catheter kinked. It was removed and a powerpicc was placed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the provena PICC catheter kinked. It was removed and a powerpicc was placed.